Event description:
End user states: "patient sitting on seat at the dentists office and the back left wheel (?) Snapped off where it connects to the frame and the rollator collapsed while he was sitting on it and he fell to the ground. The dentist and assistant helped him, bandaged him up and helped him to the car."

Manufacturer narrative:
(B)(4) 2012 - has been initiated for this issue. Model 68100, serial number/date (B)(4) is approximately 5 years old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer is (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.